Event description:
It was reported that the pump's touchscreen was unresponsive, remaining black and unreadable. There was no information available regarding the impact on the blood glucose level. The customer was instructed to return the pump for assessment, and a replacement pump with a new serial number was provided.